Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On january 16, 2007, the lay-user/pt contacted lifescan alleging that a one touch ultrasmart meter was reading inaccurately high. The pt tested her blood glucose around 12:00 pm and got a result of "330 mg/dl." Based on the meter reading, the pt took a bolus does of 2 units "novalog" insulin via her insulin pump. An unknown time later, the pt felt as though her blood sugar had dropped very low. She was unable to walk and felt like passing out. She tested her blood glucose at that point and got a reading of "380 mg/dl". An actual result of "383 mg/dl" was found in the meter's memory at 2:13 pm. The pt did not take any actions to treat herself after obtaining the result of "380 mg/dl". About 30 minutes later, the pt's blood glucose was tested by a nurse in a hospital. The nurse obtained a result of "30 mg/dl" from the pt using an unidentified device. The pt was treated with "glucose tubes". Her blood glucose was tested about 4 more times in the hospital before she was released. The results were not provided. When the pt got home about 4 hours later, she tested on the reported meter and got a result of "150 mg/dl", but at that point had used different test strips. The pt was using a correct technique for testing with the reported meter. The pt was obtaining blood samples from her fingers and cleaning the puncture sites correctly. She did not have control solution to perform a quality control test. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt took a bolus dose of insulin based on the meter reading of "330 mg/dl". Within about 2 hours, the pt developed symptoms suggestive of low blood glucose. She retested her blood glucose and got a result of "380 mg/dl" which did not correlate with her symptoms. About 30 minutes later, the pt's blood glucose was tested by a nurse. The nurse got a result of "30 mg/dl". The pt was treated for hypoglycemia.